Manufacturer narrative:
There was no indication that the device or therapy caused a serious injury. Hospitalization does not apply. (B)(4) do not apply. (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. It was reported that the patient was taken care of at a nursing home to resolve the drowsy and groggy sensation. The patient's fall and breaking was not caused by or related to the device or therapy. The drowsiness and grogginess was resolved at the time that the additional information was received. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a trial patient in advance evaluation. It was reported that patient was a little drowsy and groggy. Patient did not know if it was from the procedure or his pain medications. Patient was waiting for call from the manufacturer representative (rep) to turn the device on. Patient was advised to connect with healthcare provider (hcp). A couple days later, patient¿s family reported that patient fell and broke his left leg femur and was in the hospital. It was indicated that patient had low blood pressure and was having a blood transfusion and was disoriented. The caller stated the hospital staff had not heard of interstim device and did not know what to do. The caller was advised to contact the physician and rep was also notified. There were no further complications that have been reported as a result of this event